Event description:
It was reported that a screw breakage occurred post-operatively. Approximately 18 months post-operatively, the patient was being revised due to "painful hardware". Upon exposure, it was noted that one of the screws in the construct broke in half. The distal portion of the screw shaft remains in the patient's bone. The patient was fused and no further instrumentation was implanted. The patient's current condition is reported as "ok". It is noted the patient did experience a fall at some point post-original surgery but no further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing record for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.